Event description:
It was reported that customer had an apparent integumentary injury on both labia that was been charted as device related. Patient had the pure wick device on (B)(6) foley inserted for retention and pure wick reapplied on (B)(6) after tissue trauma evaluated labial site. Pressure ulcer on left labia and patient experienced deep tissue injury due to device related. Surrounding skin had erythematous and no drainage. Pressure ulcer on right labia and patient experienced stage iii injury due to device related. Surrounding skin had erythematous and scant amount thin, serosanguineous drainage. Pure wick removed. Peri care provided and triad applied. Recommend avoid the use of the pure wick. Continue thin layer of triad, provide hygiene often, maintain clean and dry. Maintain skin bundle.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: indication for use: the purewick female external catheter is intended for non-invasive urine output management in female patients. Contraindications: patients with urinary retention. Warnings: do not use the purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. Never insert the purewick female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewick female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place experiencing skin irritation or breakdown at the site experiencing moderate/heavy menstruation and cannot use a tampon do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction. Proceed with caution in patients who have undergone recent surgery of the external urogenital tract. Always assess skin for compromise and perform perineal care prior to placement of a new purewick female external catheter. Maintain suction until the purewick female external catheter is fully removed from the patient to avoid urine backflow. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had an apparent integumentary injury on both labia that was been charted as device related. Patient had the pure wick device on 25may to 31may foley inserted for retention and pure wick reapplied on 01jun to 03jun after tissue trauma evaluated labial site. Pressure ulcer on left labia and patient experienced deep tissue injury due to device related. Surrounding skin had erythematous and no drainage. Pressure ulcer on right labia and patient experienced stage iii injury due to device related. Surrounding skin had erythematous and scant amount thin, serosanguineous drainage. Pure wick removed. Peri care provided and triad applied. Recommend avoid the use of the pure wick. Continue thin layer of triad, provide hygiene often, maintain clean and dry. Maintain skin bundle.